Event description:
During the index procedure, one resolute integrity drug-eluting stent was implanted in the lad. It is reported that at an unknown date post the index procedure, the patient suffered a gi bleed, caused by dapt (bayaspirin and plavix). Patient was hospitalized and recovered.

Manufacturer narrative:
Patient has a history of previous stroke. The previously reported gi bleed was not related to the study device. The patient was treated with a blood transfusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.